Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the cover was deformed; the air/water cylinder was discolored; due to the clogging of the air/water tube, no air was being fed through; due to the clogging of the nozzle, the water supply volume does not meet the standard value; the angle wire had play on the up/down and left/right knob was out of the standard value; the plastic distal end cover was deformed; and the adhesive on the distal sheath had dust. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the channel was clogged and the air insufflation was very low on the evis exera iii gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle was clogged with foreign material. This report is intended to capture the reportable malfunction of foreign material that remained in the nozzle found at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material clogging the nozzle could not be identified, however, the issue was likely the result of user handling. Olympus will continue to monitor field performance for this device.